Event description:
Patient was undergoing a laparoscopic cholecystectomy. Upon using a suture 0 vicryl ur-6 by the surgeon, the needle broke. Xray was utilized to find the missing needle piece. It was retrieved from the abdominal tissue. The detached piece was confirmed to be outside of the patient's body (abdomen) through xray and visual verification by the surgeon, scrub technician and the circulating nurse. Broken piece discarded. No pt harm. The one used by the surgeon that broke: ethicon: 0 vicryl plus ur-6 (ref vcp603); lot # mdm357 or # mbm414 (unsure which of these 2 lot#'s is the one that broke); exp 2023.